Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-9 - user error caused or contributed to the event. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that comfortable with the replacement product.

Event description:
Consumer reported complaint for lancets. Customer stated that needle is sticking out and not fully retracting. The customer feels well and did not report any symptoms. The product was not opened or damaged when received. Customer just bought the product and was unable to perform a test with the product.